Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain/ pelvic pain right side') in an adult female patient who had essure (batch no. 653904) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2017. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("frequent irregular menses"), metrorrhagia ("excessive bleeding during menstruation") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, including removal of essure device). Essure was removed on 25-jan-2017. At the time of the report, the pelvic pain, menstruation irregular, metrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menstruation irregular, metrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: impression: satisfactory appearance of bilateral essure implants . Occluded fallopian tubes.. Most recent follow-up information incorporated above includes: on 4-dec-2019: summons received. Events added- frequent irregular menses, excessive bleeding during menstruation. On 6-dec-2019: summons received. No new information. On 18-dec-2019: pfs and mr received. New event added: dysmenorrhea. Reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, including removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, including removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.